Event description:
It was reported the lead was fractured and was capped. A medwatch 3500a was received reporting the patient was admitted with presyncope. The lead was found to be fractured, so it was replaced. Additional information subsequently received alleged that the plaintiff "experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]." In addition, "plaintiff has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Other: it was reported the lead was fractured and was capped. No patient complications have been reported as a result of this event. A medwatch 3500a was received reporting the patient was admitted with presyncope. The lead was found to be fractured, so it was replaced. No conclusion can be drawn; lead(s), fracture of.

Event description:
It was reported the lead was fractured and was capped. No patient complications have been reported as a result of this event. A medwatch 3500a was received reporting the patient was admitted with presyncope. The lead was found to be fractured, so it was replaced.